Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 119 mg/dl. The device was in customer's pocket when it alarmed. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with button error alarm due to corroded keypad traces. The device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.